Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: a review of radiographic images show mid thoracic scoliosis is treated surgically with pedicle screw construct t4 through t11. Curve is diminished and spine is compensated, but a low thoracic scoliosis like (apex at t8/9) this should have been extended down to l2 for better correction in this reviewers opinion. Kyphosis remains profound and soft tissue irritation develops at the cross link requiring later removal.

Event description:
It was initially reported that a patient underwent an unknown spinal procedure and at an unknown time post-op, it was reported that a screw had backed out. New information from the surgeon stated that the patient had "soft tissue irritation due to upper cross link". The patient underwent a revision to remove the crosslink.